Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter ceasing to function occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be the mobile device losing power which led to signal loss. The reported event of a transmitter ceasing to function is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.